Event description:
Additional information received notes that the oversensing noise on the atrial lead has been recurring. On (B)(6) 2023, the physician elected to cap and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Interrogation of the patient's atrial lead showed oversensing due to lead noise. The patient was asymptomatic and lead will be monitored.